Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarm 19s while attempt to load 2 different cartridges. The second cartridge was able to be reloaded and insulin deliver was resumed. The customer's blood glucose level was not impacted.